Manufacturer narrative:
The device was returned following explant. Interrogation results and visual examination found no malfunction.

Event description:
Related manufacturer report number: 2017865-2023-39095, 2017865-2023-39094. It was reported that the patient presented to in clinic follow up with fever and redness at the pacemaker implant site. Blood culture confirmed that the pacemaker system was infected. The system was explanted. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.